Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer's blood glucose level was gradually decreasing from 235 mg/dl to 134 mg/dl and then 106 mg/dl. Customer took some sugar and then blood glucose was stable. After 20 minutes customer's blood glucose was 128 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.